Event description:
Pt was revised to address pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported pt pain based on the provided info. Provided info stated, the product was not suspected of failing to meet specifications or being a contributing factor to the event. It was noted, the products were implanted for approx eighteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation wil be re-opened.